Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had a drawer failure and device was not detected on bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed, with multiple cubie pockets failing and occasionally recovering, while others failed unexpectedly. A field service engineer performed a full inspection of the bottom drawer, and all connections were found to be secure. The ribbon band was also in good condition. Despite the led indicators showing proper functionality, both controller boards were replaced, and the drawer was reconfigured, as it appeared that at least one controller was intermittently causing issues. No debris or foreign objects were found inside the drawer that could have contributed to the problem. After reconfiguration, the drawer was thoroughly tested using the pyxis hardware test application. A general inspection of the unit confirmed all connections were tight, and the customer verified proper functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had a drawer failure and device was not detected on bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.